Event description:
It was reported that during an initial total hip arthroplasty, the handle of the rasp instrument fractured. No adverse events have been reported as a result of the malfunction and a second device was available to complete the operation without incident. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Distal linkage pin that articulates the locking cam is confirmed fractured. Fractured piece(s) were not returned with the device for review. No other damage was noted. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.